Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent migration occurred. The target lesion was located in the moderately left circumflex (lcx) artery. The physician advanced a 2.5 x 24mm promus element plus stent was advanced to the lesion and deployed. The physician advanced an unknown balloon catheter to post dilate the placed stent, noticed the deployed stent was not fully apposed and migrated in the vessel. The physician tried to further expand the stent but was unsuccessful. The patient was sent to surgery. There were no further patient complications reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).